Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Additionally, there was loss of capture which resulted in pacing inhibition of less than two seconds. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.